Event description:
A malfunction on pump was reported after the pump was dropped, potentially exposing it to condensation. There was no adverse impact to the customer's blood glucose level. Customer was assisted in resetting pump with instructions provided by technical support, and the issue did not recur post-reset, allowing continued use of pump.